Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, intra-op, the tip of the screw driver broke off in the locking mechanism when the doctor turned the screw driver to lock down over the screws. The tip lodged and was unable to remove from the locking mechanism. No patient complications as the result of the event.

Manufacturer narrative:
Product analysis :visually confirmed approximately ~2 mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Microscopic examination of the fracture surface analysis reveals a fairly flat fracture surface and circular material displacement, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.